Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date : unk. (B)(4).

Event description:
An article was received from (B)(6), dated (B)(6) 2021 that cited a clinical study of "study of complications of phakic intraocular lenses in correction of myopia". Within the study of 52 eyes using the implantable collamer lens (icl), it was found one eye suffered a cataract, which was visually insignificant, without the need of cataract surgery. Three eyes saw an increase of intraocular pressure (iop) , which was controlled with topical medications. Six eyes of icl patients complained of glare and halo. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.